Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was the image didn't displayed on the subject device during the inspection by the repair center of olympus (B)(4). The repair center of olympus (B)(4) identified that this phenomenon occurred on the sdi [1] out connector. The other detailed information was not provided. There was no report of the patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand and the former cases, omsc surmised there was the possibility this phenomenon was attributed to the sdi circuit failure of the subject device. The sdi circuit failure could be occurred due to an electronic component break by the static electricity in the product or peripherals was discharged into the core wire in the cable when the sdi cable was connected to sdi [1] in connector. Or omsc surmised there was the possibility this phenomenon was attributed to the failure of sdi component due to the disturbance noise or accidental failure of the sdi component. If additional information becomes available, this report will be supplemented.